Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
There was an rv lead revision done due to dislodgement. This lead remains actively implanted. No adverse patient events were reported.